Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they powered up and performed a pretest on the bisector using soaked 4" x 4" gauze pad. There was no steam generated during the pre-test and the device did not work. They checked the power connections, replaced the extension cord and device still did not cauterize. The bovie cord was switched out with the same results. A replacement unit was connected to the replacement cord and was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: no visual non-conformities were found on the returned bisector. Resistance measurements were within specification. The reported failure could not be confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).